Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure a biopsy was taken and bleeding occurred. Hemostatic treatment was used to stop the bleed. The procedure was completed with this device. The type of treatment performed to stop the bleed and the current condition of the patient could not be obtained. However, the complainant did report that the patient was hospitalized. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient ID, age, gender, and weight are unknown.event date is unknown.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4) (intervention required to stop bleed).the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).